Event description:
An occlusion alarm was reported by the caller, but cts was unable to verify the alarm number in the pump history. The issue occurred earlier in the day before the call, and the caller reported experiencing more than one previous occlusion event. The customer¿s blood glucose level did not exceed 500 mg/dl and there was no report of the cgm reading "high." The customer resolved the occlusion events by changing the infusion set and cartridge and resuming insulin. Since the customer was not experiencing frequent occlusion issues, no additional assistance was deemed necessary, and the case was closed by cts.